Event description:
A physician reported the vitrectomy probe suddenly burst out during a retinal procedure. The product was replaced and the procedure was completed. No patient harm was reported. Additional information was provided indicating there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The wet posterior procedure pak and an extra probe manifold with the same lot were returned and visually inspected. The probes were cut off. And were not returned with the sample. The black radio frequency identification (rfid) connector detached from one of the probe manifolds. The line of demarcation that formed from the solvent residue, indicated that the tubing was not fully inserted into the black rfid connector. Excessive solvent residue was observed, on the tubing below the connector entrance. The root cause of the customer¿s complaint is believed to be an error that occurred, during the supplier¿s manufacturing process. The supplier will be made aware of the issue. However, as the occurrence rate for this failure is low. And this appears to be an isolated incident. No formal root cause or corrective action will been requested, at this time. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).